Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Device was not returned. The pump movement was determined to be caused by a suture popping, causing the pump to rotate clockwise. When the pump rotated, the catheter became twisted around the pump stem, inhibiting the delivery of medication. Per the instructions for use of the device, pump movement is a known possible risk of use of the device. Internal complaint number: (B)(4).

Event description:
Agent reported a pocket revision due to the pump rotating in the pocket. This rotation caused the catheter to wrap and kink, causing the flow of medication to be obstructed. The pump was found to be operating normally. The pump was sutured down during the initial implant. During the revision, additional sutures were added to secure the pump.